Manufacturer narrative:
The reported event of the pulse configuration settings changing from bipolar to unipolar was confirmed. Based on the information provided, the autocapture test was run with unipolar configuration after the initial setup failed using bipolar configuration. Hence, autocapture cannot be used with the bipolar configuration and only the unipolar configuration is available. The product performed per design.

Event description:
It was reported that the patient presented for routine interrogation of the pulse generator. During the autocapture test the device was programmed to the bipolar configuration. The clinician intended to program the device to bipolar once the test had completed. However, the clinician noted that the device was set to unipolar and was unable to program the device to bipolar as desired due to a suspected software issue. No interventions were reported. The patient was stable throughout.